Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device in conjunction with non mdt extension limbs for the endovascular treatment of a type ia endoleak in a previously implanted non-mdt stent graft. It was noted that there was localized thrombus at the seal zone with 50% circumference (max thickness 17mm) and localized calcium of 10% (max thickness of 1mm). Eight endoanchors in total were implanted; however, the type ia endoleak was still present at the end of the procedure. It was reported that, approximately 2 months post procedure, during a follow up CT, two endoanchors were observed to have dislodged from the endograft and were not adequately penetrating the aortic wall. This was observed again during a follow up CT approximately 8 months post procedure along with a type ii endoleak. No action was taken as a result of these events. No additional clinical sequalae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.